Event description:
Customer reported that "a patient with relatively prolonged labor in which the fetus showed a period of stress with decreased variability and some mild heart rate decelerations. The pattern improved, and was interpreted as normal, with normal variability and accelerations. Maternal tachycardia, presumably related to the long labor was also noted. An unusual feature of the tracing was consistent acceleration of the heart rate during second stage pushing efforts. The tracing was interpreted as reassuring up to the moment of birth. The infant, however, was markedly depressed (apgars 2, 6, 6, and 7) and severely acidotic (ph 6.9), but responded well to resuscitation."

Manufacturer narrative:
The serial number of the device has been requested but not yet provided. Date of MFR could not be determined as no serial number was provided. Narrative: manufacturer met with hospital staff and risk manager on 01/26/2007. Hospital staff describe reliance on the ge healthcare's centricity perinatal quantitative sentinel (qs) 10-minute display view, not the fetal monitor paper, as being a contributing factor in "missing" some changes in the tracing, i.e., the switch to recording a maternal rate instead of the fetal rate. Clinical and technical representatives from ge healthcare reviewed the tracings from the incident and determined that the monitor functioned as designed. The monitor recorded rates that were consistent with either the fetus or the mother. It appears that the clinical staff relied on the current 10-minute display without reviewing history for any changes in baseline and variability. Ge healthcare provides an explanation of the potential to monitor the maternal heart rate in the product labeling. A copy of the operator's manual (ch 13) and clinical application manual (ch 3) are attached. Ge healthcare clinical representative reviewed these features and product limitations with the hospital staff present in the meeting.